Event description:
The customer reported that the system locked up after a loss of communication. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system software and calibrations were evaluated and reloaded. On site investigation included eval of the power supply voltages and pcb connections. The system was tested, found to be working as intended, and returned to service.